Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, after inserting an intraocular lens, a small crack was noticed where the haptic meets the lens. After consultation, the decision was made to leave the iol in place. The procedure was finished without any problems. The patient was seen postoperative and currently does not have any problems.